Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the patient had an initial surgery on (B)(6) 2014. In the initial x-ray, there appeared to be a fracture of only two fragments. During the procedure the surgeon found a third fragment large enough to fit two inter-fragmentary screws and a 3.5 mm reconstruction plate as a bridge; this was fixed with two screws on each side of the third fragment. The intraoperative x-ray was satisfactory, and the surgeon noted everything had been fine and the length of the screws was adequate. The surgeon found an x-ray cervical spine taken five days after surgery, and in which tangentially looks a little plate, completely straight. Six weeks later, the x-ray control, showed the bent plate and loose proximal screws. The patient underwent a revision procedure on (B)(6) 2015. In the second surgery the surgeon found that the third fragment had consolidated with the distal fragment and the surgeon put a plate anterior middle third clavicle with six locking screws, two cortical screws, and autologous bone graft. The provided x-rays were reviewed by the manufacturer: in the x-ray from (B)(6) 2014: there is no evidence of any implant problem. In the x-ray from (B)(6) 2014: it is a cervical spine x-ray and the clavicle plate looks to be intact also. In the x-ray from (B)(6) 2014: the plate is broken and the fracture is completely displaced. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.